Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the high purge pressure was not determined since product was not returned; however, the root cause of the thrombus was most likely patient condition related. The failure mode will be monitored and trended.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: purge malfunction: "do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause crack and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." "Clean the connector cable with 70% isopropyl alcohol."

Event description:
A 28 year old male with cardiomyopathy presented for impella support. During support, the user facility reported an emergent thrombectomy required, secondary to clot extending from the descending aorta to the iliac arteries. The patient had known heparin-induced thrombocytopenia and coagulopathy issues.